Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'reset in the middle of patient infusion, power cycled' which was not reproduced. A review of the event history log the history revealed that a "battery error!" Occurred and the power cord was unplugged prior to the "improper shutdown!" Message. An 'improper shutdown!' Message occurs upon power up after all power sources to the pump are lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. No battery was returned with the device. The evaluator found the pump to function as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump power cycled (turned off and then turned on by itself) during therapy at the infusion center (medication, dose, programmed amount and delivery rate unknown). There was no report of patient injury or medical intervention associated with this event. No additional information is available.